Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated does not treat high blood glucose just waits until his next 2-unit bolus. Customer's s current blood glucose 400 mg/dl. The customer stated the high blood glucose event began last (B)(6) 2016. Inquired if there have been any changes to the pump programming recently; found recent changes made to basal by retired doctor teaching class and monitor his blood glucose; the doctor is instructing several people trying to get blood glucose under control with three times a day 2-unit bolus. The customer declined to change the infusion set. The customer declined to perform the high-pressure test. Advised to verify the accuracy of programming with their health care professional. The insulin pump will not be returned for analysis.